Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported the intercom system was faulty. A philips field service engineer (fse) reported the operator was not able to hear the patient at all times. If the operator is unable to hear the patient due to a failed component, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
The customer reported that the intercom system was faulty. The user elected to continue use of the system while visually monitoring the patients. A philips field service engineer (fse) confirmed there was no harm as a result of this issue. No rescan/reinjection occurred. No injury resulted. The fse evaluated the system and determined the cause was a malfunction of the front and rear breathing light assembly board located in the gantry. The fse replaced both the front and rear breathing light assembly to resolve the reported problem. The system is operational and in clinical use. This event has been determined not to be a reportable event.